Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touch panel malfunction occurred. The section at the lower right reacts slowly and it is hard to change the menu screen. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 02may2019. Date rec¿d by MFR: 03apr2019. Device evaluated by MFR. Evaluation codes: method, results, conclusion. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.